Manufacturer narrative:
Investigation summary : bd had not received any samples for investigation. The 100 retained samples were visually inspected with no issues identified. A functional test was performed on 10 retained samples, and all tubes were within specification limits with no tube push off observed. No glass breakage was identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: glass breakage and tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during collection of bd vacutainer® acd solution a blood collection tubes, 1 tube pushed off vacutainer and cracked causing injury to left hand with broken glass contaminated with blood when collector tried to pick up tube. The following information was provided by the initial reporter: "collector was collecting blood from patient, when tube "exploded" (for lack of better word- it popped off the vaccutainer and spider cracked @ rubber stopper to halfway down the tube). When collector picked tube up, writer was poked by a shard of glass that was contaminated with the patients blood." ""The injury was on the employee's left thumb and left index finger. Minor medical intervention was needed as both sites were punctured and bled a bit. First aid (rinsing and sanitizing) and a band aid was applied." There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during collection of bd vacutainer® acd solution a blood collection tubes, 1 tube pushed off vacutainer and cracked causing injury to left hand with broken glass contaminated with blood when collector tried to pick up tube. The following information was provided by the initial reporter: "collector was collecting blood from patient, when tube "exploded" (for lack of better word- it popped off the vaccutainer and spider cracked @ rubber stopper to halfway down the tube). When collector picked tube up, writer was poked by a shard of glass that was contaminated with the patients blood." "The injury was on the employee's left thumb and left index finger. Minor medical intervention was needed as both sites were punctured and bled a bit. First aid (rinsing and sanitizing) and a band aid was applied." There was no other health impact or consequences reported.